Event description:
The site radiation safety office reported a possible state reportable misadministration. During a treatment, it was noted that the fluorosocpic view of wire positioning indicated the active wire to be 3-4mm shorter than the inactive wire position. The treatment was interrupted and a new treatment was initiated. In extending the inactive wire, the system generated a resettable "10-311 force exceeded limit" error. The catheter was noted to have a kink and was replaced. The treatment was completed with the new catheter, and a full 20gy was prescribed on top of the first interrupted treatment of 4.6gy.